Event description:
It was reported that the user¿s cgm sensor expired, dosing paused, and the user had difficulty pairing a new dexcom g7 sensor; the user was guided to the cgm menu, initiated a new sensor pairing and warm-up, performed a fingerstick of 157 mg/dl, and entered the value into the ilet, after which dosing continued and the on-pump message was expected to clear once cgm data resumed. Symptoms included no adverse clinical effects. Outcomes included continuation of automated dosing after manual bg entry and user education on sensor start and pairing timelines. Investigation included troubleshooting with guided navigation and confirmation of sensor pairing and warm-up status. Investigation of this case revealed normal device function with a resolved use-related issue related to cgm sensor expiration and re-pairing workflow, without hardware or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling associated with cgm sensor replacement and pairing.